Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a black material was noted in the packaging of the balloon catheter as well as on the balloon catheter handle. A sterility issue was reported. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.